Manufacturer narrative:
Additional narrative: it was noted the complainant part was lost in transit and is no longer expected to be returned for manufacturer review/investigation. A product investigation was attempted based on provided pictures: the manufacturing documents were reviewed and no complaint related issues were found. Based on the complaint description and without material no further investigation is possible. The complaint is confirmed because of the received pictures, but they are not sufficient to make any statement; it is not clear if fragment was really broken off or fell out without breakage. Based on the provided information and without material no root cause can be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code used- lxh. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6) device history records review was completed for part# 03.812.001, lot# 8932962. Manufacturing location: (B)(4), manufacturing date: may 15, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during a case, a small piece of metal fell out of the inserter whilst the scrub nurse was loading a trial. As there were two inserters on the set, this instrument wasn¿t used and played no part in the case. There was no patient harm and the outcome is good. The surgery was not delayed and was successfully completed. Concomitant medical products: trial implant (part# unknown, lot# unknown, quantity 1); inner shaft (part# unknown, lot# unknown, quantity 1). This report is for one (1) t-pal space applicator handle. This is report 1 of 1 for (B)(4).